Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was damaged. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the damage had not occurred during normal use with the silicon case on. The customer will discontinue to use the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.